Event description:
It was reported that the atrial lead exhibited noise. The noise could not be replicated with pocket manipulation and provocative testing. The patients medical condition was good. The patient would be monitored.

Event description:
New information on (B)(6) 2015 notes the lead continued to exhibit oversensing during follow-up. The physician had preferred to do nothing. The patients medical condition was good. The lead remained implanted.

Event description:
New information indicates the lead continues to exhibit oversensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.